Event description:
Additional information has stated that, tried to change the patient interface and the screen freeze and didn¿t work anymore.

Manufacturer narrative:
H2: the product analysis found that the reason for return has been confirmed. Main pcb had failure, battery was worn and software was upgraded. H6: initially submitted codes fdm b21, fdr c21, img g02005 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model: nim vital¿ console, product ID: nim4cm01, serial/lot #: (B)(6), UDI#:(B)(4). B5: additional information received shows that there is no information to reasonably suggest that the console in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has stated that, the console was changed to nim 3.0 after the nim vital freeze and did not allow to continue using it, the patient interface was working fine when the console was switched with nim 3.0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up, fault has been detected in the patient interface and the console was blocked. Procedure was completed with the backup product nim3.0. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model: nim vital¿ console, product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4), h3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.